Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during a set change. The patient's blood glucose level was 127 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.